Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent transvaginal urethrolysis, transvaginal neck and bladder suspension(4 corner suspension- raz procedure) and rectocele repair on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. The patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to complications. No additional information was provided.

Manufacturer narrative:
(B)(4)